Event description:
The rptr is calling in regards to the second lot of IV tubing for which the hosp has experienced problems. In both lots, the tubing has leaked. The co was contacted and the first lot was replaced. Now, the hosp is experiencing leakage problems with the replacement lot. According to the rptr, leaks have been reported from 2 sets of IV tubing. The first set of IV tubing was discarded. The second set of IV tubing leak at a junction between the "soft section of tubing and the hard section of tubing." The co has agreed to replace this lot as well.